Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient (child patient) experienced an event of bent cannula which resulted in high blood glucose (30 mmol/l) on (B)(6) 2025. The site of insertion was buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number and expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. E1: patient city: (B)(6) patient country: germany. The reference samples for the lot 6004318 have already been previously tested in the database (B)(4) on 10/jun/2025. Test results: the reference samples were visually inspected and tested for air flow and underwater leak. All test results were within specifications as per the test report database 1887407 complaint test report. Device history record (DHR) review: the lot 6004318 was manufactured according to the document (B)(4) version 68 on the packing process in the line 6, on 13/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 06/may/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004318 and other 1 complaint has been registered in database for the same lot 6009235 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.